Manufacturer narrative:
The device passed the displacement test and self test. No pump error alarms noted during testing however, the formatted history file confirmed pump error (line number 1421 file number 32122) and the main arm cannot communicate with the motor arm alarms due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hal software error detected as well as the main arm cannot communicate with the motor arm. Customer's blood glucose was 17 mmol/l. Troubleshooting was not performed. The insulin pump will not be returned for analysis.